Event description:
It was reported that the patient has not used her speech processor for one year, as it was broken. She attended a fitting session with her audiologist on (B)(6), 2011, where it was seen that the gp impedance could not be measured and all electrode channels had hi impedances. There is no report of any accident or trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.